Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardiac monitor (icm) was over-sensing post-sensed t-waves. No intervention was reported. The patient was stable.